Manufacturer narrative:
The suspect device was returned for evaluation. Visual inspection revealed a cracked 4-way marvelous stopcock luer connected to a male luer on a 4-way red stopcock on assembly kit. It is likely that the crack at the luer body was caused by mechanical stress applied to the female fitting. During product setup/application, such as overtightening or incorrect assembly. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.